Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient with this device displayed symptoms of an infection, however, there was no evidence of the infection. A replacement procedure was performed. This device was explanted. No further adverse patient effects were reported.